Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose for the past day. The customer's most recent glucose reading was 332mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. It was stated that the customer did not have a tubing clamp to perform the high pressure test at the time. The customer stated that when the infusion set was removed there was some dried blood. Advised caller that inserting into a capillary can cause high blood glucose due to a partial clogging. The customer stated that she tossed the infusion set. Days later the customer called back and to complete the high pressure test and the test failed. No further information was provided.